Event description:
Additional information received noted that non-sustained oversensing due to post paced t-wave oversensing and noise was noted on the right ventricular lead. Reprogramming changes were recommended to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, non-sustained oversensing was noted on the right ventricular lead. Reprogramming changes were made to resolve the event and the patient was stable with no adverse consequences reported.